Manufacturer narrative:
Isi has not received the cobra grasper for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 471190-04/lot # n10210809-0060) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 14 uses remaining after last use. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the cobra grasper clamp was stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used to grasp a tissue that was cut during the surgery. When the tissue was being removed (after the cutting step), the surgeon noticed that the jaws were stuck in it. No piece of tissue was cut to release the instrument. The surgeon was able to remove the tissue by pulling it gently and therefore it was not necessary to use the instrument release system. The issue did not affect the patient and procedure outcome. The instrument was inspected prior to use and there was no damage. The procedure was completed with a backup instrument. No patient information could be provided.